Event description:
The customer reported obtaining high sodium patient results on their au5800 clinical chemistry analyzer. The customer did not release results out of the laboratory. There was no change to treatment, injury or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and replaced the buffer solenoid valves and the valve assembly to resolve the issue. The fse performed calibration, repeatability tests and quality control, which all passed. The fse verified the analyzer resumed normal operation. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is case-(B)(4).